Manufacturer narrative:
Investigation summary: no product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed.

Event description:
Event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114 in where the report came from taiwan FDA stating that the clave secondary port was cracked and fractured during infusion. Patient involvement and patient harm/adverse effect are unknown. One (1) quantity is stated to be affected, and sample is not available for return.

Manufacturer narrative:
The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.